Manufacturer narrative:
Pump received with blank display and constant tone alarm due to moisture damage on electronic assembly. Pump received with minor scratched display window, cracked case at display window corners, cracked battery tube threads, cracked reservoir tube lip and cracked reservoir tube.

Event description:
The customer reported via phone call that the insulin pump makes unexplained sounds and the screen occasionally goes black. Customer indicated that there were no alarms before the screen went black. The customer's blood glucose reading was 267 mg/dl at the time of incident. Troubleshooting found that the insulin pump got wet from a swimming pool. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and to return the product for analysis.